Event description:
(B)(4). Event occurred in (B)(6). The needle remained in the patient's left arm. The patient had six stitches after opening and local anesthetic was used. No further information available.